Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced an episode of peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with dianeal therapy was not reported. No additional information is available.